Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
It was reported that patient had a 25mm st jude aortic mechanical valve implanted 10 years prior. On an unknown date in (B)(6) 2025, the patient experienced shortness of breath common with aortic stenosis. Upon review of the valve via fluoroscopy, surgeon was concerned that the leaflets may not be opening fully.

Event description:
N/a

Manufacturer narrative:
An event of incomplete coaptation and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported incomplete coaptation and structural valve deterioration could not be conclusively determined. The patient effects of aortic valve stenosis appears to be related to leaflet incomplete coaptation. The patient effects of dyspnea is common with aortic stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that patient had a 25mm st jude aortic mechanical valve implanted 20 years prior. On (B)(6) 2025, the patient experienced shortness of breath common with aortic stenosis. Upon review of the valve via fluoroscopy, surgeon was concerned that the leaflets may not be opening fully. No intervention was performed.

Manufacturer narrative:
An event of incomplete coaptation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported incomplete coaptation could not be conclusively determined. The patient effects of aortic valve stenosis appears to be related to leaflet incomplete coaptation. The patient effects of dyspnea is common with aortic stenosis. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.